Event description:
An event was reported as "at the time of disconnecting the pipe of the chemotherapy shaft, the nurse has seen a leakage of adriamycin at screw thread of the pipe. The chemotherapy product leaks into the protective foam. A drop fell on the patient's pants, the treatment has been in contact with the skin of him. No pain and redness. No sample because cytotoxic drug." The investigation summary report stated - we did not receive a sample or a picture for investigation. A sample investigation could not be performed as we did not receive a complaint sample. We performed a visual inspection on all retain samples of the complained batch and could not find any non-conformity. Further we performed a free flow ,tightness and practical test on one retain sample of complained batch and could not find any abnormalities. The investigation of our production documents did not show any deviation related to the complaint reason. Based on the investigation results, a root cause could not be determined.